Event description:
Baxter reported "the miniset system had to be changed within the 6 months. The roller clamp mechanism didn't work properly." Noted during use. No pt injury or medical intervention was reported per baxter affiliate.